Event description:
It was reported that during a lar procedure, there was a loose contact when using the handactivation. A new device was used to complete the case. No further information is available. No patient consequence reported.